Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient factors (ncc calcification and narrow stj) may have caused or contributed to the canted position of the xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, the 29mm sapien xt valve landed in a canted position and a second valve was deployed. Under local anesthesia, a 29 mm sapien xt valve was implanted in a 50:50 position at the non-coronary cusp (ncc) side and 80:20 ventricular position at the left coronary cusp (lcc) side. There was a concern about valve migration into the left ventricular outflow tract (lvot) and a valve-in-valve was performed. No problem was noted in the patient's hemodynamics and condition and the patient left the operating room. The physician stated that the xt valve might have been pushed to the lv side by calcification in the ncc. The aortic annulus diameter measured 26mm with moderate valve calcification by CT. The sinotubular junction (stj) diameter measured 27mm.